Event description:
It was reported that the patient was trying to charge the implantable neurostimulator (ins) but couldn¿t get good coupling bars; a coupling problem was reported. She last charged two to three weeks ago and usually kept up on charging. The patient reported she could feel zapping/stimulation in her legs at the time of the report. Since implant she had coupling problems when trying to charge. During the call the patient was able to get two to four bars and the ins was blinking. The ins was less than ¼ charged. It was reviewed that the blinking meant that the ins was charging but it may take a long time with two to four coupling bars. It was reviewed how to adjust the antenna dial, reposition the antenna, and press the start charge button. The dial was turned and the antenna was repositioned several times but it didn¿t change the coupling bars. It was noted she was given sticky pads to use to hold the antenna over the implant and did not use the belt to charge. There were no falls or trauma reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).